Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent embolized. The non-calcified, moderatley tortuous, 75% stenosed lesion in the circumflex artery was predilated with a 2.5x20mm maverick balloon. The stent was unable to be positioned in the circumflex. The physician encountered difficulty when attempting to pull the stent back into the catheter. The physician tried to remove the entire stent delivery system as one unit when the stent slipped off of the balloon. With angiography, the stent was seen in the femoral artery. An unsuccessful attempt was made to retrieve the stent with a snare. The stent remains distal in the femoral artery. The procedure was completed with two 3.5x12mm vision stents implanted in the circumflex artery. No pt complications were reported. Pt status was reported to be good.